Event description:
It was reported that the patient had an inappropriate shock due to p and t-wave oversensing via a decreased r-wave amplitude. The sensing vector was in secondary at the time of the shock. Technical services discussed some programming options. The sensing vector is now programmed to the primary vector. There were no additional adverse patient effects. The system remains implanted.